Event description:
It was reported there was leakage inside the cassette. The event occurred during priming and there was no patient involvement.

Manufacturer narrative:
B3: march 2026 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - manufacturing plant address 2: updated d3 - postal code: updated one used suspect product was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. Leak test was performed using a hydrostatic pressure pump and was observed that there was a leakage at the tube luer junction of each cassette during the ramp up. The cassette's tube and bond were separated, the tube and bond pocket were inspected and was found that there was a solvent channel on the tube. The allegation made by the complainant was confirmed due to the leakage observed at luer tube bond.